Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod's cannula deployed before the activation process could begin indicating a needle mechanism failure. Additionally, the patient reported the cannula was bent. Treatment for reported issue was not provided.